Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/05/2015. The fse found that pinch valve vl12 was defectives. The fse replaced valve vl12, which repaired the leak and the vote outs. The repairs were verified by established. (B)(4).

Event description:
The customer reported a leak from the coulter act diff 2 analyzer. The instrument was also generating hemoglobin (hgb) vote outs at the time of the event. The volume of the leak was about 30 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.